Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, b3, d1, d2, d4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the photographs identified: gel bleed: blood is observed in the gel but an answer cannot be given until the physical device is available. Lump/nodule - ndr: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported rupture. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Event description:
Explanting physician reported, rupture. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
(Health effect - impact code): f15. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.